Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. The patient did not have time to document the issue during the call, so a follow-up task was created by technical support.